Event description:
During a gastric bypass procedure, only one side of the staples fired. The other side of the knife did not event come out of the cartridge. The device did cut. This occurred on the 6th firing. Removed that device and used a new device to complete the case. Had to had sew over the anastamosis. There was no pt consequence.